Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive keypad/button. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of incident. The customer's current blood glucose was 125 mg/dl. The customer did not report any symptoms of high blood glucose. The customer also reported a keypad anomaly. Customer stated their act button was unresponsive. Customer stated the insulin was dropped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.